Manufacturer narrative:
Date of event. Specific date was not provided, month and year valid only. The product analysis indicates the pcb - board failed, which confirmed the reported event. The clamps were loose, the housing was cracked and the wave washers were worn. All the components were replaced and the device was tested to specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported information indicated the patient interface only works intermittently.